Event description:
An ultraflex covered esophageal stent was used during a stent placement procedure (pt age, gender, and weight unk) in 2008. According to the complainant, after successful stent deployment, and during removal of the delivery sys, "the sheath dragged the device, making it migrate." The physician removed the stent and delivery sys and successfully completed the procedure with a second ultraflex covered esophageal stent. No pt complications were reported as a result of the event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined. A search of the complaint database revealed that no add'l complaints have been reported for the lot. A device history record review revealed no anomalies during the MFR of this lot.